Manufacturer narrative:
Device evaluation completed on 5/31/2019: during evaluation of the sample two tears were observed on both aspects of the implant. Tear a measured approximately 1.5 cm in the posterior aspect and tear b measuring approximately 4.5 cm in the anterior. Microscopic examination was performed on both tears. No evidence of instrument damage was observed in tear a but in tear b appeared parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left-mentor smooth round moderate plus profile 325cc saline breast implant catalog number 3502325, serial number (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 325cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the doctor. As a result patient had it removed and replaced with another brand on (B)(6) 2019.

Manufacturer narrative:
On 4/16/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the date of explantation was on (B)(6) 2019, and patient underwent bilateral removal and replacement with sientra round,smooth style 485cc moderate plus silicone gel implants. Manufacturer¿s reference number: (B)(4).